Event description:
Information received from the field notes that shortly after the patient was discharged from the hospital, she experi- enced shortness of breath, dizziness, fatigue, blurred vision and pain and swelling in her feet and legs. The symptoms continued and she was admitted to the hospital. The system was found to exhibit loss of atrial capture.